Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21065374. Medical device expiration date: 2024-06-03. Device manufacture date: 2021-06-02. Medical device lot #: 21055326. Medical device expiration date: 2024-05-05. Device manufacture date: 2021-05-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported disconnections and returned two used samples of material # 10942011, lot 21055326 (1), lot 21065374 (1). Both samples were separated below the drip chamber, and came apart with minimal force. Analysis under the microscope found the root cause to be insufficient solvent applied during the assembly process. No other failure modes were observed. A device history record review for model 10942011 lot number 21065374 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10942011 lot number 21055326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd alaris¿ pump module infusion sets from lot 21065374, and 1 set each from lots 21055326 and an unspecified lot had issues with component separation. The following information was provided by the initial reporter: "it was reported by the customer that the tubing is getting disconnecting from the connecting compound. "